Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in october 2024. H11: two (2) unopened devices were received for evaluation. Visual inspection was performed on all the samples. The observations consisted of small white particulates identified on the white spike connector cap of the inlet in both samples. Overall, the findings were minor, isolated, and cosmetic in nature, with observations limited to the spike connector cap and no particulate matter identified within the product fluid path. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix vented micro-volume inlets had particles. This was noticed before use. There was no patient involvement. No additional information is available.